Event description:
It was reported that during interrogation in the clinic, the pulse generator exhibited a high current drain. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.